Manufacturer narrative:
The insulin pump was received with moisture damage found on the electronics and battery tube assembly and failed leak test. However, no moisture damage was found on the keypad and motor assembly. The insulin pump was monitored for several days and no blank display noted. The insulin pump had normal operating current. The insulin pump had minor scratched lcd window, cracked battery tube threads, scratched case and cracked case behind the near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display screen on the insulin pump. Customer's blood glucose level was 253 mg/dl. Customer advised they were swimming in the pool when they realized the insulin pump was beeping. Customer advised the notification light was blinking and there was an error in the display. Customer replaced the device with a new battery but the device still has a blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.